Event description:
It was reported that the patient was experiencing pain at the anchor site. Surgical intervention was undertaken on (B)(6) 2023 in which the anchor was explanted and replaced to address the issue. Investigation was unable to determine which of the anchors attributed to the event.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead anchor, model: 1192, UDI: (B)(4), serial: (B)(4), batch: 5423511. Common device name: scs lead anchor, model: 1192, UDI: (B)(4), serial: (B)(4), batch: 5423511. Common device name: scs lead anchor, model: 1192, UDI: (B)(4), serial: (B)(4), batch: 5423511. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.